Event description:
A technician reported that ten years following intraocular lens (iol) implant surgery, the iol subluxed inferiorly into the vitreous. A vitrectomy was performed and the iol was resutured. In a follow-up, the surgeon reported the outcome of the event as "good"; in his opinion, the device did not cause/contribute to the event.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 01/20/2009 by fax and mail. A completed questionnaire was received on 01/22/2009.